Manufacturer narrative:
Correction information: section h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top cover, as well as cut electrode wires near the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the fantail region. This is believed to have occurred during revision surgery. Inspection also revealed a broken electrode within the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicates impedance issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section a.2, d.9 and h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top cover, as well as cut electrode wires near the fantail regio. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the fantail region. This is believed to have occurred during revision surgery. Inspection also revealed electrode10 was broken within the electrode pocket. System lock was verified. The condition of the electrode caused impedance values on several electrodes to be out of range. The device passed some of the tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.